Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had been in the hospital since (B)(6) 2013. It was further noted that the patient had a ¿parkinsonian episode on (B)(6) 2013, where the patient couldn¿t walk, swallow or eat and the patient had a drooping of the left side of her face and slurred speech.¿ it was noted that the patient was taking her usual medications on that day, so they were unsure why the patient was having these symptoms. It was unclear what the status of the patient¿s stimulation was at that time. It was noted that this was a sudden change for the patient. It was noted that the patient had seen the physician within the month prior to the report and was doing fine. It was noted that they did tests and ruled out a stroke and all other testing that was done was negative. It was noted that ¿a short while after the patient arrived, the symptoms resolved and the patient returned to her usual baseline status.¿ it was noted that the patient had not had any falls. It was not clear when the symptoms resolved. It was unknown if the stimulation had been turned off or if the patient¿s system was involved in any way.

Manufacturer narrative:
Concomitant medical products : product ID: 3387-40, lot# v004533, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v004533, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).